Manufacturer narrative:
(B)(4). The assignable cause for the report of the patient expired and discontinued use of the homechoice was undetermined. The device was evaluated by the baxter product analysis lab (pal). The unit was received operative and in poor condition with a damaged door cover. The device passed the home choice return instrument test/evaluation (rite) electrical test, but failed the rite functional test due to reload the set (rls) 151 alarm. Inspection revealed damaged volumetric standard left tubing. A review of the returned device logs, which contained data from the most recent therapies performed by the customer, revealed no previous occurrences of a rls 151 alarm. Continued review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume events that could have caused or contributed to the patient passing away. A service history was performed and no issues were identified that may have contributed to the issue of rls 151. The previous return of the device was not for any issues related to rls 151. The device was subsequently routed to service. The root cause investigation for rls 151 is in progress through renq-CAPA-(B)(4). Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter for an unknown reason. Additional information was obtained from global pharmacovigilance indicating the patient passed away on an unknown date. The cause of death was not reported. It was not reported whether an autopsy was performed. A causality statement was not provided for the fatal event. The nurse declined to provide additional information.